Manufacturer narrative:
(B)(4). UDI: (B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure a surgeon had difficulty inserting the drill into the drill guide. Subsequently, paint began chipping off the drill and metal residue fell into the patient. The surgeon removed the metal residue using suction and completed the surgery using another device.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The black oxide from the 1.5mm. Black oxide flex drill bit peeled off. The disposable obturator and disposable curved guide showed no physical damage. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.